Event description:
Customer reportedly tested 300mg/dl on the device and took 6 units lantus, 12 units novalog as a result. Customer's sliding scale states customer should have taken 9 units novalog based on device result. Caller states that an hour later customer experienced low blood glucose symptoms and the paramedics were called. The customer tested 25mg/dl on the paramedic's device and was taken to the hospital where she received an IV. No quality controls were used. Requested return of suspect device and replacement was sent.